Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was that during a prostate procedure the device sounded odd and the staples fired but did not form on the first firing of the device. It was unknown which reload was being used. There was no buttressing material used. Procedure was completed with another device of the same product code. It was unknown if there was any patient consequence.

Manufacturer narrative:
(B)(4).batch # n57e0w. Additional information was requested and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? No the analysis found that one ple45a device was returned with no apparent damage and with one ecr45b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.